Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information regarding air bubbles in the luer lock. Customer was able to successfully remove the air bubbles through trouble shooting with tandem's technical support. Customer's blood glucose level was impacted.